Event description:
The lens was found to be damaged after insertion into the eye. The lens was removed and replaced.

Manufacturer narrative:
The device in question was returned to olympus for investigation. The investigation found user's experience was attributed to broken charge coupled device wires in the bending section on the endoscope.